Event description:
The customer reports every time the analyzer is loading a new cassette in position 2, it was update a "ghost" cassette in position 3 or if loading a new cassette in position 3, position 2 will be updated. They are also unable to unload/dump (remove) the "ghost" cassette. Customer states the software version is 03-01. The customer did not detect, observe or report any abnormal values or any incorrect results due to this phenomenon. The customer has two c501 analyzers, one is part of ce combination and the other is single and reported a problem with the reagent preparing icon on the system overview screen. The icon is always red on the single c501 analyzer, indicating not enough reagent is present. The configuration for both c501 analyzers is identical and configuration was performed manually. The customer has verified there is "enough" reagent on board. All tests are assigned in the test assignment screen and all tests are active; however, the reagent icon remains red even when a new reagent has been loaded.

Manufacturer narrative:
On (B)(6) 2009, the issue was solved by initializing the cf data of the core and initializing pc files. Technical service followed the "clean up database" procedure and installed the software (B)(4) and international software. The instrument was reconfigured from the "beginning" and all tests were reloaded, calibrated and quality control was run. It was recommended the customer verify the number of available and remaining tests remains consistent. Currently everything is "ok". After investigation of the software files, a discrepancy in the onboarded reagent database was confirmed, however, the problem was not reproducible. The investigation is on-going.